Manufacturer narrative:
B3. Date of event: actual event date is unknown; therefore, first day of boston scientific aware month was selected.

Event description:
It was reported that during a procedure, after 2 minutes of use, the crystal of two fibers broke. Due to this, the procedure was completed using another fiber. There were no patient complications. This report is for the second fiber.

Event description:
It was reported that during a procedure, after 2 minutes of use, the crystal of two fibers broke. Due to this, the procedure was completed using another fiber. The were no patient complications. This report is for the second fiber.

Manufacturer narrative:
B3. Date of event: actual event date is unknown; therefore, first day of boston scientific aware month was selected. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Therefore, reported event could not be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The device instructions for use (IFU) was reviewed. The IFU states: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on review of all information available, an investigation conclusion code of cause not established was assigned to this investigation.